Manufacturer narrative:
(B)(4). Batch # r93411. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap hysterectomy, part of the end effector on the enseal device broke off in the peritoneal cavity during the procedure. The piece was retrieved. A new device opened and used to complete the procedure with no further incident. Additional surgery time to retrieve broken piece.

Manufacturer narrative:
(B)(4). Batch number is r92t86. The device was received with upper jaw bent and not missing as reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.